Manufacturer narrative:
The customer returned the suspect pcb,power management,rohs board to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the pcb,power management,rohs board and no visual damage was observed. The technician then installed the pcb,power management,rohs board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The nrc observed that when the console was out of the cart the batteries charged. When the console was installed into the cart, it was observed that the batteries did not charge. The board failed testing for not charging batteries when the console was in the cart. The nrc verified the failure of the batteries not charging and sending the board to the supplier for failure analysis.

Event description:
N/a.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier verified the failure of the batteries not charging and replaced u6 and q27 and installed (B)(6). The board then passed testing. Inspection of the power management board was completed per procedure with no visual damage observed, and upon inspection of the board per procedure the installation of the required rework was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The power management board was packaged and labeled and sent to stock per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to reproduce the reported issue. However, after successfully completing a system inspection and check out, and once the battery run time on both batteries finished, the fse observed that the batteries would not charge up. The fse attempted to re-engage the console into the hospital cart several times, as well as tried several power outlets, and determined that the power management board was defective. As such, the fse resolved the charging issue by replacing the power management pcb. Additionally, the fse vacuumed the entire system for any dust, including the battery bays and system fans. The fse also cleaned both battery power slot pcb connectors with contact cleaner. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a battery charging issue. The customer reportedly used another maquet iabp unit to perform therapy. No patient harm, serious injury or adverse event was reported.